Event description:
We received an allegation of questionable ise results for 3 patients' plasma samples tested on a cobas integra 400 plus analyzer. Results for the sodium (na) test were affected. Sample 1: initial result: 128 mmol/l (accompanied by a data flag). Repeat result: 140 mmol/l. Sample 2: initial result: 117 mmol/l (accompanied by a data flag). Repeat result: 139 mmol/l. Sample 3: initial result: 124 mmol/l (accompanied by a data flag). Repeat result: 138 mmol/l. No questionable results were reported outside the laboratory. The field dispatch for ise calibration errors prompted the repeat of the sample. The repeat results were deemed to be correct.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The field service engineer (fse) found the ise solution was unstable. He also identified that the onboard na electrode was expired (expiration date of 22-mar-2024) and the wash station had residual water. The liquid level detection (lld) cable set was replaced preventatively on 08-apr-24 but the issue persisted. The fse replaced the na electrode. He then preventatively replaced the ise tubing, the wash station, and the drain valve. Precision studies were performed and they were within specifications. The fse did a performance check and the instrument was performing within specifications. The system resumed the operation without errors. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on 09-apr-2024 and was acceptable with no noted alarms. Qc recovery was within the assigned ranges. There was no indication of a performance issue with the reagent. The alarm trace showed no abnormalities. The service action (replacing the na electrode) resolved the issue. No further issues were reported afterward.